Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va07xn0, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that patient was having problems with device for bladder. The patient was experiencing loss of therapeutic effect. It was noted that patient "feels like she got to pee all the time, but she'll get to the pot and can't pee." And was noted that this had been off and off for the last few months. It was indicated that patient was on program 1 with stimulation set at 8.5. It was indicated if the stimulation was increased would patient go more. "She feels like she's got to go, and she goes and sometimes she barely uses it, sometimes she can't use it at all." It was noted that the device was on and patient was not feeling stimulation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.